Event description:
It was reported that during a routine change out, the patient was unable to rescue during dft testing. Electrical testing of the lead was normal. Externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.